Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upgrade the software to the current revision. The unit passed extended self testing. Covidien was not authorized to repair the device.